Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic sigmoidectomy, when the device was removed after the first firing of double stapling technique, a staple was attached to the device and came out . The device was used between the colon and the rectum. The cartridge was gold. The part which the staple was attached to was the cutting site of the device. Additional suture was performed to complete the case. There were no adverse consequences to the patient.